Manufacturer narrative:
Name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced bent cannula event on (B)(6) 2026. The insertion site was gluteus. The infusion set was in use for less than one day. The blood glucose level was 315 mg/dl.